Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Complaint confirmed. Tested returned unit... Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e-3 errors. Serial number was also corrupt. However, uom was selectable and was received at mmol/l. No errors was observed indicating battery drop. Nonetheless, meter is inoperable. Customers and retailers have been informed through the fa 16 may 2006 letter.